Event description:
Patient treated in 2005, successfuly implanting a stent and proximal cuff. Per physician, visualization was "poor". No leaks were noted. During scheduled follow-up an angiography performed and an endoleak was observed. A 28mm balloon was inflated twice in an attempt to open the cuff and stop the leak. On the 2nd inflation, it was not noticed that the balloon was moved without being fully deflated. The proximal cuff was moved 10-12mm. The procedure was terminated. Patient is considered non-surgical.